Event description:
The customer reported to olympus that there were surface defects with the video scope. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there were foreign objects on the adhesive of the bending section cover (a-rubber), the distal end and the connecting tube, and the plastic distal end cover (c-cover) had scratch. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was foreign objects on the; distal end, connecting tube, and bending section cover. Additional findings include; light guide lens and plug unit had a crack, paint on suction cylinder was peeled, plug unit and control unit had discoloration, suction cylinder was shaved. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to a dent on bending tube, bending angle in up direction exceeded the standard value. Connecting tube had discoloration and a wrinkle. The following units had a scratch; scope connector cover unit, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, scope cover, switch box, universal cord, suction connector, control unit, switch one, grip, protector of universal cord on suction connector side, protector of universal cord on control section side. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer believes the foreign material had adhered to the blood during the "hemostatic action". There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning the customer wiped the insertion section. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end and the insertion section (including the bending section) with a clean lint-free cloth, brush, or sponge. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unclear if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.